Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the error e222 which indicates there is the communication problem between the subject device and the camera control unit was displayed during unspecified procedure, 20 minutes after the start. When the user turned off and on the subject device, it was restored. Then the intended procedure was completed with using the same set of devices. The user also reported that it has often occurred the different communication errors on facility-owned products lately. Moreover the subject device is a loaner device which had been used several times after it was borrowed. There was no patient injury associated with this report.

Manufacturer narrative:
The subject device was returned to omsc for evaluation. Omsc checked the subject device and found that the reported phenomenon could not be duplicated, and there was no abnormality on the exterior of the subject device. Furthermore, omsc found following; - when the subject device was connected to the otv-s400 which had been used with the subject device during the procedure, the endoscopic image was not displayed. - when the camera head of olympus asset was connected to the otv-s400 which had been used with the subject device during the procedure, the endoscopic image was displayed. - when the subject device was connected to the otv-s400 of olympus asset, the endoscopic image was not displayed. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based on the evaluation results, omsc considered there was the possibility this phenomenon was attributed to the following causes; -the partial disconnection inside the camera cable -the board failure inside the camera cable unit -the communication failure between the subject device and camera control unit due to scratches on the connector pin on the electrical contact of the subject device which was found at the evaluation. If additional information becomes available, this report will be supplemented.